Manufacturer narrative:
The pump was returned to animas for evaluation. During evaluation, the force sensor was found to be out of calibration and force sensor assembly was found to be damaged. A review of pump history showed 064-0001 alarm occurred but was not duplicated during investigation.

Event description:
Pump was returned to animas for 064-0001 alarm. Evaluation revealed an out of calibration force sensor and damaged force sensor assembly. This report is being made based on the evaluation results.